Event description:
It was reported that the user experienced hypoglycemia while performing a steel infusion set supply change with assistance from support, after which insulin delivery was resumed and the user chose not to replace the insulin. Symptoms included low blood glucose measured at 69 mg/dl without reported clinical manifestations, which improved to 83 mg/dl after oral glucose. Outcomes included resolution of the low glucose without need for medical intervention or hospitalization. Investigation included troubleshooting and education on supply change and therapy resumption. Investigation of this case revealed no device alarms and no device malfunction identified, with the cause of hypoglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence